Event description:
The customer stated an architect i2000sr analyzer generated a falsely elevated ca 19-9 result for one patient sample. The analyzer generated a ca 19-9 result of 2566 u/ml for one patient sample. The patient's previous ca 19-9 results were 1214 u/ml on (B)(6) and between 300 and 400 u/ml in the middle of february. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, accuracy testing, a search for similar complaints, and a review of labeling. The customer stated an architect i2000sr analyzer generated a falsely elevated ca 19-9 result for one patient sample. A significant decrease was observed when the sample was treated with neuraminidase indicating the presence of ca 19-9 determinants. Accuracy testing was completed using architect ca 19-9 reagent lot 19167m500 and met acceptance criteria. Tracking and trending identified normal complaint activity for the issue under investigation. Labeling was reviewed and found to be adequate. No product deficiency was identified.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.